Event description:
On (B)(6) 2010, pt reported she was attempting to change her insulin cartridge and the infusion device is stuck on the screen displaying "please remove the cartridge". Had pt press and hold the check button to return the piston rod. Pt stated it sounded like it was "stuck" and it seemed sluggish. Pt reported she last changed the battery 2 weeks ago. She stated she received and error message this am just prior to the call, but did not look at the error. Pt reported the infusion device then did not complete the change the cartridge procedure, instead it displayed an e2 (battery depleted) alert. Had pt insert a new battery. Advised pt on the type of battery to use in the infusion device. Had pt attempt the change the cartridge procedure, but the infusion device is making a grinding noise while it is trying to return down the chamber. Pt reported she was able to get the device to complete the change the cartridge procedure, but when she attempted to prime, the infusion device displayed an e10 (cartridge error) alert. Pt stated the plunger was not stuck on the piston rod and insulin has not been spilled in the chamber of the infusion device. Had pt insert a new battery and again attempt the change the cartridge procedure; received the e10 error message. Pt switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.